Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9403135. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization targeting an aneurysm on the posterior cerebral artery, the first 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 9403135) was placed in the target position via the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x) and the physician started to release the stent. The distal markers of the stent were converged and could not be opened. The physician retracted only the stent to the introducer; the stent component was observed detached from the delivery wire in the introducer. The physician replaced it with another 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 9403135). The second stent was impeded in the distal end of the concomitant microcatheter and could not pass through. The physician retracted only the stent and replaced it with a third stent, a 4mm x 23mm enterprise 2 stent (encr402312) and used the same original microcatheter to delivery it and complete the procedure, which was reportedly prolonged by approximately 15 minutes. There was no report of any negative patient impact. On 30-jun-2025, additional information was received. The additional information confirmed that the procedure was a stent-assisted coil embolization of an unruptured posterior cerebral artery aneurysm. There were no vessel factors that may have contributed to the reported incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. The concomitant microcatheter was confirmed to be a 150cm x 5cm prowler select plus microcatheter (606s255x). An adequate continuous flush was maintained through the microcatheter. There had been no resistance during the advancement of the first stent. It was not known if when the second stent was removed from the patient, whether it was still on the delivery wire; the stent / stent delivery system of the second stent did not appear damaged when it was removed. The additional information confirmed that the third stent used was a 4mm x 23mm enterprise 2 stent (encr402312). The additional information confirmed there was no negative patient impact, and the physician did not consider the 15-minute procedure extension to be clinically significant.